Event description:
It was reported that upon opening the pocket for a device change out, the pulse generator was exposed to electrocautery and exhibited an output anomaly. The patient's heart rate dropped to 40 beats per minute and the patient became presyncopal. The device was explanted and replaced. The patient was asymptomatic post procedure.

Manufacturer narrative:
(B)(4).